Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that lasix 200 mg was intended to infuse at 10 mg/hr and was initiated at approximately 8:05 am but completed at 11:00 am. It was noted that a rubber band that had been installed across the platen assembly may have contributed to the event. The patient's urine output was monitored and there was no medical intervention or patient harm.

Manufacturer narrative:
The customer¿s complaint of an over infusion was not confirmed. Visual inspection of the pump module observed a foreign object (rubber band) wrapped around the length of the platen from the upper membrane hinge down to the bottom of the platen. Testing performed with the foreign object in its ¿as received¿ condition, found the pump module operating with in specifications; however with the foreign object moved at the bottom of the platen approximately ¼ inch towards the outside edge of the platen produced unregulated flow during test infusion. The unregulated flow is occurring during the fill cycle when the bottom occluder is controlling flow. The foreign object (rubber band) is not allowing the lower occluder finger to fully close. The proximate cause of the over infusion is a foreign material (rubber band) bound to the pump module¿s platen. The root cause of the over infusion was not determined.